Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of the medical records, intraoperative note reported liner did not seat well. Tried to removed and reposition slightly resulted to a scratched undersurface and found a little debris around the acetabular rim. There was a 2nd poly liner inserted and fitted well. Doe: (B)(6) 2013.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 122136154, lot 305321 and no non-conformances / manufacturing irregularities were identified.